Event description:
It was reported that via a merlin.net transmission, the ventricular lead exhibited noise reversion episodes. A rib clavicular crush was suspected. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasions at 9.2 cm to 9.4 cm, at 23.4 cm to 23.8 cm and at 25.4 cm to 26.3 cm from the connector pin. The abrasions were consistent with constant friction to another implantable device or feature of the heart. Insulation and coil were found damaged at 19.1 cm to 19.4 cm from the connector pin due to clavicle crush.